Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - check out console for EKG/ap trigger problems during surgery. Not switching from EKG to ap during surgery. Pumping 1:2 when set to 1:1. Findings/actions taken: unable to reproduce symptom. Switched ok from EKG to ap with noisy EKG signal. All triggers checked ok. No problems with ratios. Functional checked. Additional info received on (B)(4) 2011 stated, according to the biomed technician, the pump was switched off the pt. There were no reported pt complications. The pt outcome is fine.